Manufacturer narrative:
The events of device migration, high intraocular pressure, conjunctival hemorrhage, and hyphema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient had a xen 45 gel stent implanted with a combined cataract procedure in the left eye and a "small subconjunctival haemorrhage made when inserting mmc" and there was a "small hyphema" after xen implant but this was removed with no issues. The xen appeared to be about 2mm in the anterior chamber and was left in this position as it is not predicted to cause any issues." The patient then had a post- op iop spike due to retained visco elastic. Patient was given diamox and the iop reduced. It was also noted the xen was manipulated in at slit lamp and it looked to then be sitting flatter against the sclera. Healthcare professional is continuing to review the patient who is doing well since the revision.